Event description:
Additional information was received from the patient. They reported that the likely cause of "it being a little too high" was determined as being "had one issue with nerve pain which in my side, which was initially something else!" When asked the steps taken/will be taken to resolve the issue, the patient noted "when to my pain doctor and it was resolved. Ready just sensor." The patient reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient stated they had an MRI a week ago monday and they had to "disconnect" the device. Patient stated when they regulated it again, they thought it was a little too high because they developed back and shoulder pain a few days after the scan. Patient stated that's never happened before. Agent walked patient through how to connect to implanted neurostimulator and decrease the stimulation. Patient will maintain stimulation level and will continue to track symptoms. Agent also suggested patient could try turning therapy off if needed. Redirect to healthcare provider(hcp) if issue persists.